Manufacturer narrative:
Product ID 3037, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was able to turn up stimulation and felt it in the vaginal and rectal area. The next day it was reported that the patient had no stimulation sensation. The patient got assistance increasing stimulation the day before but when she laid down the stimulation was too strong and she had to lower the stimulation to 1.75. It was also noted that the patient could not adjust stimulation because her implant was off. At 2.15 the patient could feel the stimulation stronger then she would like so it was turned down to 2.10. It was reported that the patient was getting some relief form the device but she was not sure to what extent. Two days later it was reported that the patient had no stimulation sensation. The patient was instructed on how to increase stimulation and the caller was able to feel stimulation in the bicycle seat area. Four days later it was reported that the patient had swelling and itching on the pelvic floor area which began the previous friday after she adjusted her device too high on thursday ((B)(6) 2012). The patient turned the device back down so she could no longer feel the stimulation. It was also reported that the patient could hardly urinate which started that day before the report. The patient stated that she was "very nervous because she felt like she did not know what she was doing." The patient adjusted parameters could feel stimulation but it was not painful or uncomfortable. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was unknown. Abnormal impedances were also reported. The electrode pairs: 0 and 1, 0 and 3, and 1 and 3 were all greater than 4,000 ohms. Reprogramming occurred on both (B)(6). During the first reprogramming, the amplitude was decreased, but it was stated the 'burning and rectal pressure' persisted. With the second reprogramming, the amplitude was decreased and shut off. It was stated the pressure improved, but the burning persisted. Symptoms of vulvar burning, rectal pressure, and constipation were reported. No hospitalization or injury was reported. No further information was reported.

Manufacturer narrative:
(B)(4).